Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via field representative regarding patient with sacral insufficiency fracture involved in spinal therapy. It was reported that during sacroplasty procedure, cement extravasation occurred at sacrum. There was delay in overall procedure time. Patient had increased pain post-op and had admitted to hospital overnight. Cement extravasation was confirmed by doing a CT. Patient was hospitalized due to increased pain. Patient is alive - with injury received additional information that pain was caused due to cement extravasation.